Manufacturer narrative:
Patient prosthesis mismatch (ppm) is present when the effective orifice area of the implanted bioprosthetic valve is too small in relation to body size. Literature indicates ppm's main hemodynamic consequence is to generate higher than expected gradients through a normally functioning bioprosthetic valve. It has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Improperly sized valves with ppm can hasten the development of early degenerative changes and premature prosthetic valve dysfunction with varying degrees of prosthetic valve stenosis and regurgitation. Although ppm is a well-recognized phenomenon of bioprosthetic valves, it is most likely related to patient anatomical changes after long implant durations. When discovered intraoperatively or early post-operatively, ppm is most likely related to procedural factors, including specific patient assessment and valve model and size selection. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient and/or procedural factors. This event, or its consequences, is a known anticipated risk/potential adverse event included in the instructions for use (IFU). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. All pertinent information available to edwards lifesciences has been submitted. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve was found to have patient prosthesis mismatch (ppm) after an implant duration of five (5) years and eight (8) months. Per the customer, the patient presented with syncope (dizziness). Per tee, the valve leaflets are opening and closing well without restriction. The mean gradient elevated to 30 mmhg and peak velocity at 351 cm/s. There is suggestion of severe ppm (eroa vti 0.87 cm2, index eroa 0.45-0.50 cm2/m2). No intervention has been planned for this patient.